Event description:
The end user was being pushed while sitting in the wheelchair. She fell out and fractured her tibia.

Manufacturer narrative:
The end user fell forward out of the wheelchair while being pushed outside by her daughter. She suffered a fractured tibia which was later immobilized. It is not known what role, if any that the wheelchair played in the reported incident. The sample was not returned for evaluation and no lot number was provided. No photos were sent. A root cause was not determined. The overall condition of the chair is not known. We cannot rule out user error as the cause of this incident and have not confirmed the device was a contributing factor. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.